Event description:
It was reported that 37 bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes from lot # 9095733, 31 tubes from lot # 9095734, and 34 tubes from lot # 9095735 had issues of loose stopper closure found during research and development testing. The following information was provided by the initial reporter: during r&d product testing, we saw incidents of stopper/shield separation with the following batches of catalog number 367671: 9095733 - 37 out of 40 affected, 9095734 - 31 out of 40 affected and 9095735 - 34 out of 4o affected. Additional information states, "I spoke further with the test tech this morning to clarify her observations. She indicated that the stopper moved within the shield more than she has typically observed, but that none of the stoppers and shields separated completely when removed from the tube."

Manufacturer narrative:
Correction: additional information was received regarding the reported defect. The following information has been updated: describe event or problem: it was reported that 37 bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes from lot # 9095733, 31 tubes from lot # 9095734, and 34 tubes from lot # 9095735 had issues of loose stopper closure found during research and development testing. The following information was provided by the initial reporter: during r&d product testing, we saw incidents of stopper/shield separation with the following batches of catalog number 367671: 9095733 - 37 out of 40 affected, 9095734 - 31 out of 40 affected and 9095735 - 34 out of 4o affected. Additional information states, "I spoke further with the test tech this morning to clarify her observations. She indicated that the stopper moved within the shield more than she has typically observed, but that none of the stoppers and shields separated completely when removed from the tube."

Event description:
It was reported that 37 bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes from lot # 9095733, 31 tubes from lot # 9095734, and 34 tubes from lot # 9095735 had issues of loose stopper closure found during research and development testing. The following information was provided by the initial reporter: during r&d product testing, we saw incidents of stopper/shield separation with the following batches of catalog number 367671: - 9095733 - 37 out of 40 affected. - 9095734 - 31 out of 40 affected. - 9095735 - 34 out of 4o affected. Additional information states, "I spoke further with the test tech this morning to clarify her observations. She indicated that the stopper moved within the shield more than she has typically observed, but that none of the stoppers and shields separated completely when removed from the tube."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper creepout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper creepout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095733, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-05. Medical device lot #: 9095734, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-05. Medical device lot #: 9095735, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-05. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 37 bd vacutainer® sodium heparin (nh) 33 usp = 33 iu blood collection tubes from lot # 9095733, 31 tubes from lot # 9095734, and 34 tubes from lot # 9095735 had issues of stopper separation before use. The following information was provided by the initial reporter: during r&d product testing, we saw incidents of stopper/shield separation with the following batches of catalog number 367671: 9095733 - 37 out of (B)(4) affected, 9095734 - 31 out of (B)(4) affected, 9095735 - 34 out of (B)(4) affected.